Event description:
Customer reported the alarm sounds intermittently. Batteries have been replaced with a new supply. The date when the issue was discovered is unknown. No patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. Evaluation revealed that the unit did not power up with batteries. However, the unit powers up with an alternate power source. Testing revealed that the alarm sounds as it should. The battery springs are bent and corroded due to battery leakage. (B)(4).